Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the connecscr f/tfna helic blade+scr (p/n: 03.037.026, lot number: 9942700) was received at juarez pal. Visual examination of the returned device found the proximal threaded portion of the device is damaged. No other product defects were identified. Functional test: a functional test was not performed as the device which with the returned connecscr f/tfna helic blade+scr , assembles, was not returned for evaluation. Dimensional inspection: dimensional inspection was performed for the design of device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the received device. The proximal threaded portion was found to be stripped, which may have contributed to the unable to assemble condition. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part: 03.037.026, lot: 9942700, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: 24 june 2016, expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the tfna helical blade/screw coupling screw from tfna set 2 appeared to be faulty. The tfna helical blade/screw coupling screw became stuck when trying to thread through the helical blade inserter and would not fully tighten correctly. Another tfna set was used to complete the operation. There was a surgical delay of approximately five (5) to ten (10) minutes. After the procedure the coupling screw was found to be blunted/warped. This report involves one (1) helical blade/screw coupling screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the tfna helical blade/screw coupling screw from tfna set 2 appeared to be faulty. The tfna helical blade/screw coupling screw became stuck when trying to thread through the helical blade inserter and would not fully tighten correctly. Another tfna set was used to complete the operation. There was a surgical delay of approximately five (5) to ten (10) minutes. After the procedure the coupling screw was found to be blunted/warped. This report involves one (1) helical blade/screw coupling screw. This is report 1 of 1 for (B)(4).